Manufacturer narrative:
Communication with the customer, the following information conveyed: after inflating the balloon by trial in advance preparation, insert the endoscope. When energized to perform endoscopic sphincterotomy (est) , the knife broke at the first energization. Change to another product and complete the procedure. No health hazard. That is all the information obtained/ confirmed. The subject device bd-vc430-1240-20 was returned for evaluation. The lot number was 22k with supplementary information number of ¿21¿. (M-bc manufacture date: february 21, 2022) the cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. There was a mark in the balloon where a contrast agent was injected. A foreign matter was attached to the tip of the tube. No other abnormalities were confirmed except the breakage of the cutting wire. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon: length of cutting wire, length of coated portion and operation of cutting wire. IFU (instruction for use): this instruction manual (drawing no. Rk1134, revision no.01) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following: (1) the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. (2) due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. (3) the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. (4) an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Olympus will continue to monitor complaints for this device.

Event description:
As reported, when the physician pushed and pulled the slider during the pre-use inspection of bd-vc431q-1240-20 device, the knife wire broke. The device was replaced and the procedure was completed with no health hazard. There was no patient harm , no user injury reported due to the event.